Event description:
A territory sales representative received a report from a nurse who stated she could not inflate the fms device balloon.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. An attempt was made to contact the nurse and a voice mail message was left, however no additional information is available at this time. It was also stated the date of the event could not be obtained. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. FDA registration number, reporting site: (B)(4). Manufacturing site: (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.